Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was not reported. The treatment for the peritonitis was not reported. It was not reported if the pt was hospitalized for the event. Outcome of the event was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.